Manufacturer narrative:
Records indicate this device remains in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) received anti-tachycardia pacing (atp) and a shock. There was a concern the ventricular tachycardia (vt) was caused by bi-ventricular (biv) trigger pacing, however review of the episode found the feature did not appear to have caused the arrhythmia. It was noted the atp delivered for the vt had accelerated the arrhythmia to ventricular fibrillation (vf) with the shock successfully converted the vf. The bi-v trigger was programmed off per physician preference. No further programming changes were made. No additional adverse patient effects were reported.